Event description:
A patient had a number 19 st jude mechanical valve several years prior to her reoperation. The patient has had progressive symptoms of intercranial bleeds due to overdose coumadin therapy. The patient was then taken off coumadin and placed on aspirin with subsequent tia's due to lack of anti-coagulation. The physicians identified the problem as the prosthetic heart valve that had a pannus beneath a leaflet on the st jude valve.